Event description:
The patient's explanted device was returned due to the device nearing battery depletion, and product analysis was performed. It was noted that the settings on the device were indicative of a faulted diagnostic test. Follow up was performed with the patient's physicians; however, they did not have any information on the patient's programming or diagnostic history prior to surgery on (B)(6) 2013. A review of the programming history found the settings the patient was last set to on (B)(6) 2010.

Event description:
A duplicate manufacturer report was inadvertantly submitted for the events reported on this report. The duplicate manufacturer report number is 1644487-2013-01949.no additional new information has been received.